Event description:
It was reported that during a routine follow-up of the implantable cardioverter defibrillator (ICD), the device displayed invalid data under the impedance trends. Device and leads tested out fine. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - diagnostics problem: the programmer save to disk data for file (B)(4) shows " data is invalid." For data - lead performance trends on (B)(4) 2012.